Manufacturer narrative:
The phacoemulsification machine and foot pedal were examined and tested. The machine was evaluated by an amo service tech at the customer's location. There were no issues detected with the operation of the machine. The machine was found to meet amo specs. The foot pedal was replaced and returned to the MFR for further evaluations. The MFR confirmed the reported event during diagnostic testing. The owner's operating manual has specific instructions to follow during set up of the machine. The machine will perform a series of start-up tests, should any tests fail, the machine will generate errors to alert the user before commencing procedure. A search of our database for all foot pedal related issues confirms this is an isolated event. The system has continued to be in service and has not had any further issues. There is no add'l info provided.

Event description:
The clinic reported during set up of procedure, the footpedal failed the footpedal self test and the footpedal was unresponsive. The clinic indicated a pt was on the table and an incision was made before realizing the footpedal was not working. The clinic did not have a back up machine; therefore, the pt was transported to a nearby hospital to complete the procedure. The clinic indicated pt outcome was good with no complications. There was no pt injury reported.